Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced thrombosis ("blood or heart disorder/condition type: blood clots in legs"). On (B)(6) 2017, the patient experienced cerebrovascular accident ("neurological condit/problem/neurological conditions or problems type: stroke"), 10 years 9 months after insertion of essure (ess205). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain") and was found to have breast cancer female ("cancer/tumor / teratoma / cancer type: breast cancer") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, breast cancer female, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, headache, nausea, cerebrovascular accident, weight increased, thrombosis, uterine leiomyoma and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, breast cancer female, cerebrovascular accident, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, pelvic pain, thrombosis, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding) if no removal planned, select reason(s) medically unfit date(s) of insertion: (B)(6) 2006 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test result-bilateral occlusion, everything looks good. Ultrasound scan vagina - in (B)(6) 2006: everything looks good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain back, neck strain and headache. On (B)(6) 2006, the patient had essure (ess205) inserted. In december 2013, the patient experienced thrombosis ("blood or heart disorder/condition type: blood clots in legs"). On (B)(6) 2017, the patient experienced cerebrovascular accident ("neurological condit/problem/neurological conditions or problems type: stroke"), 10 years 9 months after insertion of essure (ess205). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain") and was found to have breast cancer female ("cancer/tumor / teratoma / cancer type: breast cancer") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, breast cancer female, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, headache, nausea, cerebrovascular accident, weight increased, thrombosis, uterine leiomyoma and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, breast cancer female, cerebrovascular accident, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, pelvic pain, thrombosis, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding). If no removal planned, select reason(s) medically unfit. Date(s) of insertion: (B)(6) 2006. Discrepancy noted in date of insertion (B)(6) 2004(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test result-bilateral occlusion, everything looks good. Ultrasound scan vagina - in (B)(6) 2006: everything looks good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2013, the patient experienced thrombosis ("blood or heart disorder/condition type: blood clots in legs"). On (B)(6)2017, the patient experienced cerebrovascular accident ("neurological condit/problem/neurological conditions or problems type: stroke"), 10 years 9 months after insertion of essure (ess205). In (B)(6)2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain") and was found to have breast cancer female ("cancer/tumor / teratoma / cancer type: breast cancer") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, breast cancer female, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, headache, nausea, cerebrovascular accident, weight increased, thrombosis, uterine leiomyoma and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, breast cancer female, cerebrovascular accident, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, pelvic pain, thrombosis, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding) if no removal planned, select reason(s) medically unfit date(s) of insertion: (B)(6)2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2006: essure confirmation test result-bilateral occlusion, everything looks good. Ultrasound scan vagina - in (B)(6)2006: everything looks good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 49-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced thrombosis ("blood or heart disorder/condition type: blood clots in legs"). On (B)(6) 2017, the patient experienced cerebrovascular accident ("neurological condit/problem/neurological conditions or problems type: stroke"), 10 years 9 months after insertion of essure (ess205). In (B)(6) 2018, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroid"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and abdominal pain upper ("stomach pain") and was found to have breast cancer ("cancer/tumor / teratoma / cancer type: breast cancer") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, breast cancer, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, headache, nausea, cerebrovascular accident, weight increased, thrombosis, uterine leiomyoma and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, breast cancer, cerebrovascular accident, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, pelvic pain, thrombosis, uterine leiomyoma and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding) if no removal planned, select reason(s) medically unfit date(s) of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test result-bilateral occlusion, everything looks good. Ultrasound scan vagina - in (B)(6) 2006: everything looks good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. New events: breast cancer, stroke, thrombosis leg, fibroid, stomach pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and neoplasm malignant ('cancer') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neurological condit/problem") and was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, neoplasm malignant, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, fatigue, gastrointestinal disorder, headache, nausea, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding) if no removal planned, select reason(s) medically unfit diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2004: essure confirmation test result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue, gi conditions, headaches, nausea, neurological condition/problem ,cancer, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.